Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.8, lab: 3.0. Date: 5/18/2011, inratio: 3.1, lab: 2.2. Lab and meter tests done within one hr of each other. Pt self tester is new to the meter.